Manufacturer narrative:
Corrected data: f10, h6. Reference CAPA-20-00141.

Manufacturer narrative:
The edwards sapien 3 thv is currently under investigation in the united states for pulmonic application.  Per the pulmonic IFU, the edwards commander delivery system and accessories are indicated for use as an adjunct to surgery in the management of pediatric and adult patients with the following clinical conditions: dysfunctional rvot conduit or previously implanted valve in the pulmonic position with a clinical indication for intervention, and: regurgitation: = moderate regurgitation, and/or stenosis: mean rvot gradient = 35 mmhg. Per the instructions for use (IFU), malposition and paravalvular leak (pvl) are potential adverse events associated with bioprosthetic heart valves and the transcatheter pulmonic valve replacement (tpvr) procedure. There are several patient and procedural factors that alone or in combination can cause or contribute to an inadequate post deployment position of the valve including: residual stenosis within the conduit, improper valve positioning by the operator prior to deployment, poor image intensifier angle, release of stored tension during deployment, and movement of the delivery system by the operator. The IFU instructs the operator to position the sapien 3 completely within any previously placed stents, and notes that placing the bioprosthesis proximal to a stenosis can result in proximal movement of the bioprosthesis. For placement proximal to stenotic lesions, the operator is instructed to ensure that there is sufficient landing zone to allow for proximal movement of the bioprosthesis during deployment. The patient screening manual and the procedure didactic identify several procedural and anatomical factors which could contribute to pvl, including device malposition, inaccurate measurement of the landing zone, uneven distribution of calcium, bulky or severe calcification, an elliptical landing zone shape and valve under-sizing. Physicians are extensively trained by edwards before they are qualified to use the sapien 3 thv. The patient screening manual instructs the operator on proper pulmonic valve assessment, including the use of echo, aortogram and CT to appropriately measure the landing zone diameter, content and distribution of calcium, and leaflet characteristics. Contraindications, important considerations when assessing the valve, and choosing the proper thv are also discussed. The thv training manuals also instruct the operator on proper positioning and deployment of the valve, including all procedural and anatomical considerations. Device preparation, approach, deployment, imaging, procedure-specific training manuals and proctored procedures are also included. In this case, there was no allegation or indication a device malfunction contributed to these adverse events.  The cause of the pvl could not be confirmed, however based on the available information it appears that procedural or patient factors mentioned above could have resulted in the valve malposition with subsequent pvl. The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use the device. Complaint histories for all reported events are reviewed against trending control of limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required.

Event description:
As reported, during a transvenous tpvr with a 26 mm sapien 3 valve in the pulmonic position, the first valve was placed too proximal across the pulmonic homograft resulting in paravalvular leak (pvl).  A second 26 mm sapien 3 valve was placed distal, overlapping the first valve.  Paravalular leak was eliminated and the patient was sent to recovery in stable condition.  The perceived cause of the pvl was due to too proximal placement of the first valve.